Event description:
It was reported that the ventilator failed blower inlet test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The turbine module was replaced to resolve the issue and sent back for further investigation. No device logs were provided. The returned turbine module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established. The turbine module is responsible for delivering air gas. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated.

Event description:
Manufacturer's ref. #: (B)(4).